Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a device booting error and automatically turns off as soon as turn on. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).